Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 1/4/2021. H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received two q-stye components along with a miscellaneous extension tubing and an unlabeled syringe. Upon visual inspection of the device there was no visible damage to the top septum or body of the q-syte was observed. The units were tested for leakage in both the actuated and unactuated positions. Both units were found to leak in both the actuated and unactuated position. A microscopic inspection of the units was performed and no visible damage to the top disk or column of the device was found. Additionally, no damage to the top or bottom body was found. The bottom and top body were separated for further inspection where damage was present on both units. There is a tear through the bottom disk outside of the septum column. This tear creates a flow path from inside the q-syte into the space between the top body and septum column allowing for leakage to occur through the vent holes. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10

Event description:
It was reported that 2 q-syte closed luer access device leaked during use. The following was reported by the initial reporter: "the sales rep rushed to the department the next day after receiving the complaint. The head nurse kept the samples of the two leaky connector. From the appearance of the joint, no obvious cracks were found. When the head nurse held the syringe to connect the joint to inject liquid, a small amount of liquid flowed out from the position of the septum. The operating nurse said that there was no abnormality when it was connected. It was because the patient pressed the bell to reflect that the cuff was wet and discovered that the joint was leaking. She hopes to send it back to the company for testing."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 q-syte closed luer access device leaked during use. The following was reported by the initial reporter: "the sales rep rushed to the department the next day after receiving the complaint. The head nurse kept the samples of the two leaky connector. From the appearance of the joint, no obvious cracks were found. When the head nurse held the syringe to connect the joint to inject liquid, a small amount of liquid flowed out from the position of the septum. The operating nurse said that there was no abnormality when it was connected. It was because the patient pressed the bell to reflect that the cuff was wet and discovered that the joint was leaking. She hopes to send it back to the company for testing."